Event description:
Shaft uni corticle screws proximal and distal did not seat into nail causing surgery to be extended.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, the surgical technique states it is necessary to supply a sufficient amount of torque to each peg during installation to ensure that each is fully installed onto the plate. If the peg does not engage or is not fully seated within the plate, remove the peg and install the shoulder drill guide (drgsh). Manually re-drill the peg hole using the appropriate drill bit. Finally, reinsert the peg into the peg hole and fully seat the peg into the plate. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.